Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/22/2015-device evaluation:the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: a review of the pump black box data showed cs 078 call service alarms occurred. During investigation, there was moisture observed in the display. The pump case was observed to be cracked near the top right corner of the display. During testing, a leak test confirmed a leak at crack in case. The pump rewind, load and prime steps were performed successfully. The pump exercised for 24 hours with no alarms occurring. The pump was opened and moisture damage was found inside the pump case. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)